Manufacturer narrative:
Section d9: the emergency backup battery was returned for evaluation. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via analysis of the returned 11v backup battery. The returned 11v backup battery ( was connected to a test system controller, a test power module, and a mock circulatory loop and a backup battery fault alarm activated, reproducing the reported event. Additionally, both system controller power cables were disconnected from power and the backup battery was unable to support the test pump. Circuit analysis of the backup battery printed circuit board (pcb) revealed that one of the components in the battery's control circuitry was shorted. Damage to this component would result in the reported backup battery fault alarm and the backup battery's inability to support the test pump. The damaged component was then replaced, and the issue resolved. The reported event was determined to be due to a shorted component; however, the root cause of the damage to the component could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery revealing that the battery passed all inspection testing. The system controller and backup battery were shipped to the customer on 19apr2021. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 "system operations" explains how to replace the system controller backup battery. Section 5 ¿surgical procedures¿ explains how to install the backup battery in the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that an emergency backup battery (ebb) fault occurred. The ebb was exchanged.